Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, the surgeon fired a reload but the reload would not open. The black knobs retracted but knife blade assembly did not retract. The jaws of the device became stuck together. Tissue was resected around the stapler and the device was removed. As such, there was unanticipated tissue loss. No other adverse events reported.